Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the insertable cardiac monitor (icm) was unable to be interrogated via inductive telemetry. No intervention was performed. The patient was discharged eventually.

Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the insertable cardiac monitor (icm) was unable to be interrogated via bluetooth telemetry and exhibited no magnet response. No intervention was performed. The patient was discharged eventually.